Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc141000/18107980 (UDI: (B)(4)), pll161407/17755345 (UDI: (B)(4)). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: death. A review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2018, this patient presented to the emergency room with symptomatic pain. Computed tomography angiography (cta) performed of the abdomen and pelvis at this time determined an abdominal aortic aneurysm. Upon presentation to the operating room the patient was hemodynamically unstable. The physician decided to attempt to treat patient through an endovascular approach and the patient was implanted with three gore® excluder® aaa endoprostheses featuring c3® delivery system. Post implantation of devices, the patient remained unstable hemodynamically. A completion angiogram, identified extravasation in the area of the in the abdominal aortic aneurysm. The physician attempted to convert the patient to an open procedure to determine the reason for the persistent extravasation, however during the attempt the patient lost blood pressure and coded on the table. Attempts to resuscitate were unsuccessful. The patient expired at end of procedure. The physician reported that all devices performed as intended and were not explanted and remain in the patient.